Manufacturer narrative:
On 15-aug-2021, mentor received additional information regarding the explantation date. The patient underwent explantation on (B)(6) 2019. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported via medwatch number: mw5093879 that a female patient who underwent an unspecified breast surgery with 650 cc mentor cpx4 with suture tabs, med height, smooth tissue expander has experienced postoperative deflation on an unknown side, confirmed by a health professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.